Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient experienced pain and heaviness in the chest after implant. Lead perforation was confirmed by echo. Impedance dropped and thresholds increased. A reposition was unsuccessful and the lead was replaced.